Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020 which was the procedure date. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 14286558.

Event description:
It was reported that the patient was not getting adequate pain relief. All device components were explanted and will not be returned.